Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure the jaw of the synchroseal instrument can hardly be opened or not at all. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue, there was no unexpected tissue removal, no bleeding was observed due to the unclamping issue, and there was no patient injury.

Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests; moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip ring was in place, and the grip cable was tight as expected. The instrument passed continuity test upon testing. The instrument was fully functional and no physical damaged observed that would have caused the failure reported. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
Refer to h11 for follow-up information.